Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion being treated was located in the mildly tortuous and severely calcified right coronary artery (rca). Th lesion was predilated with an unspecified balloon catheter. A 4.00x38mm promus element stent delivery system was then advanced to the rca and was unable to cross the lesion. Upon removal of the device it was noted that some of the stent struts on the distal end had become damaged. The procedure was completed with a 4.00x38mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 100% stenosed target lesion being treated was located in the mildly tortuous and severely calcified right coronary artery (rca). Th lesion was predilated with an unspecified balloon catheter. A 4.00x38mm promus element stent delivery system was then advanced to the rca and was unable to cross the lesion. Upon removal of the device it was noted that some of the stent struts on the distal end had become damaged. The procedure was completed with a 4.00x38mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device noted proximal stent damage. The struts in the second row at the proximal edge were bunched and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).